Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Harvester was unable to insert the 7mm scope into the harvesting cannula. Under inspection there appeared to be some kind of obstruction with in the shaft where the 7mm scope should go. The piece seemed to move but did not come out of the internal shaft of the unit. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 09/28/2020. An investigation was conducted on 10/21/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Only the cannula was returned for evaluation. The cannula was observed to be intact. No visual defects were observed. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. The c-ring was observed to be intact. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula. There was no resistance detected upon inserting the reference endoscope into the cannula. Based on the returned condition of the device, the reported failure "mechanical issue" was not confirmed.

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Harvester was unable to insert the 7mm scope into the harvesting cannula. Under inspection there appeared to be some kind of obstruction with in the shaft where the 7mm scope should go. The piece seemed to move but did not come out of the internal shaft of the unit. A replacement device was used to complete the procedure. The hospital did not report any patient effects.